Manufacturer narrative:
Due to the automated manufacturing execution system (mes) , there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire distal end was seen to be extensively kinked/bent . The distal end was seen to be slightly fracture along the nitinol tubing roughly 196.5cm. The core wire was observed through the distal tip dome. The functional inspection was unable to be performed due to damage. The reported event ¿guidewire distal end/tip kinked/bent, was confirmed during analysis. The reported event ¿guidewire difficulty to advance¿ could not be replicated; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the physician used the guidewire to guide the microcatheter to the lesion site, the physician felt delivery resistance. Upon fluoroscopic examination, it was found that the guidewire had kinked. The physician then withdrew the entire guidewire out of the body and discovered that it had kinked approximately 4 cm from the distal end. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. Resistance was felt at about 2cm from distal end of the microcatheter. The device was returned and it was confirmed that the distal section of the guidewire had been kinked/bent, and there was also some fracturing noted to the nitinol tubing. The returned microcatheter was noted to be kinked and crushed to the distal tip. It is probable that the microcatheter used in conjunction with the synchro was damaged during the clinical procedure, causing the subsequent friction during advancement of the guidewire and the subsequent kinking and fracturing to the guidewire. An assignable cause of procedural factors will be assigned to the reported event ¿¿guidewire distal end/tip kinked/bent¿ and ¿guidewire difficult to advance¿ and to the analysed event ¿guidewire distal end/tip kinked/bent¿ and ¿guidewire distal tip broken/fractured during use¿, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an intracranial posterior communicating artery segment aneurysm embolization procedure, the physician used the subject guidewire to guide the microcatheter to the lesion site, the physician felt delivery resistance .it was found that the subject guidewire had kinked. The physician discovered that it had kinked approximately 4 cm from the distal end. However, the subject device was returned for analysis and the device investigation revealed that the subject guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.